Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 119 mg/dl. The customer stated that they had changed battery and its beeping constantly and has a critical pump error. The customer stated that they had critical pump error on the insulin pump screen. The customer stated that they had other pump error before critical pump error and was unable to hear. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.